Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples or photographs of the affected product was returned for investigation. The description sounds like a potential oxidation layer on the needle. This could be a result of the drawing process in the tube mill. This cannula went thru all in-process inspections, final cleaning and release criteria. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the 25 g x 1 1/2 in. Bd precisionglide¿ needle was discolored and unusable. No report of injury or medical intervention.